Event description:
It was reported that there was an under infusion event on an adult patient. The volume not infused was added to volume to be infused. No further information is available.

Manufacturer narrative:
The reported issue that there was an under infusion event on an adult patient could not be confirmed; no product or device logs were returned for investigation. Device history: review of the sn (B)(6) service history record showed the device had a manufacture date of 09/23/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has been previously returned twice for an issue unrelated to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there was an under infusion event on an adult patient. The volume not infused was added to volume to be infused. No further information is available.